Event description:
The customer reported that during a laparoscopic nephrectomy tissue stuck to the jaws and would not open to release. It was not reported how it was released. The patient did not have any complications, but after a time, the surgeon stopped using the ligasure and continued with another device.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. This report was originally submitted under the reporting site registration number. A new MDR 3500a form has been submitted under the manufacturing site registration number. The new MDR number is 3006451981-2014-00241.